Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2013-09246;2134265-2013-09331. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross sr pro imaging catheter in a percutaneous coronary intervention procedure. During the procedure, an image was displayed but when pullback was attempted, automatic pullback failed. The mdu5 plus identified opticross sr pro as atlantis pv. No patient complications reported and the patient's status is stable.